Event description:
It was initially reported that the physician's handheld was freezing on interrogation successful. That has been occurring repeatedly for 5 months prior to the report to the manufacturer. Hard resets were performed by only would resolve the issue temporarily until it occurred again. The handheld and flashcard were returned to the manufacturer for evaluation. Product analysis is planned but has not been completed.

Event description:
Product analysis was completed on the handheld and flashcard. No anomalies associated with the handheld were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. An analysis was performed on the returned handheld and flashcard and the alleged screen freeze complaint is a known issue that has been evaluated and addressed through a CAPA instigation. No further pa testing is required for this particular event. No issues, beyond the known issue, were observed with the retuned handheld for flashcard. The handheld and flashcard performed according to functional.